Manufacturer narrative:
The customer replaced the cord and that fixed the issue. As of april 3, 2015, the customer has not called back for further assistance, regarding this issue. (B)(4).

Event description:
The customer reported high resistance on one of their units during leakage test. No patient involvement.